Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "verify screen show aaaa." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with verify screen shows aaaaa was not confirmed during product evaluation. Also, the quality engineer has determined the cause to be not identified. Since no assignable cause was provided during product evaluation, no repair was necessary or performed for the reported condition. A device history review was performed with no exceptions found during manufacturing.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.